Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using an inpact admiral drug eluting balloon catheter to treat a 30mm lesion in the patients right mid renal artery, balloon inflation difficulties were observed at 8 atm on the first inflation. Artery diameter reported as 4mm. A 55cm 6.5fr medtronic tourguide introducer and a non-medtronic guidewire were used. The device was prepped per the IFU with no issues identified. A catheter leak and balloon deflation difficulties were also reported. The device would not deflate at the lesion site, and flow was impeded in the vessel. The balloon was going through the middle but not reaching its target, so a replacement balloon was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.